Event description:
This product was advertized to cure sinusitis and clean earwax. Product is mislabeled and FDA needs to investigate. This product is a fraud. Patient was burnt from using this product.